Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced discrepant dexcom continuous glucose monitor (cgm) readings with brief sensor issues and sporadic data while using ilet during a routine meal with a blood glucose value of 225 mg/dl, including a cgm-prompted urgent low alert of 65 mg/dl despite concurrent fingerstick values in the normal range; the event was managed with oral glucose and food, and subsequent fingerstick and device/app values aligned. Customer care provided support that included remote troubleshooting with the user. Investigation of this case revealed no findings available, and available information was insufficient to identify a device problem or implicated component. Symptoms included reports consistent with both hypoglycemia and hyperglycemia and user anxiety. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.